Manufacturer narrative:
The production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. We confirmed that the gw port was broken at 297 mm from the distal tip. Also, no stretching was observed from the distal tip to the gw port, but about 100 mm of stretching was observed between the gw port and the hub. We have confirmed that the proximal side of the gw port was torn. No nonconformity or abnormality was found in the manufacturing processes according to the device history records (DHR). In addition, actual investigations of the concerned device confirmed the shaft broken, but no cause due to the manufacturing process or design. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Factors that may contribute to the shaft broken include, but are not limited to the following. It is probable that the operator delivered the concerned device from the tip of the sheath until the gw port of the product came out. Therefore, when the concerned device was tried to remove from the sheath, the gw used in combination was slackened at the sheath tip and formed a loop. In that state, the operator further pulled the concerned device, so the gw lumen (gw port) of the product was torn in the distal direction by the gw, and the shaft of the product was broken.

Event description:
Customer was performing a contralateral sfa angioplasty. They had a cook sheath up and over and had the crosperio in the sfa. They had inflated the balloon and had then tried to advance it more distal. Balloon would not advance and they reported that when they tried to then remove the balloon it sheared off of the balloon catheter. They reported they felt resistance upon trying to remove the balloon and had to pull hard to get it out. The balloon was unattached at this point and ended up in the patients profunda. Patient was taken to surgery where balloon was successfully removed.